Event description:
X-rays taken during the (B)(6), 2011 follow-up visit discovered two broken polyaxial screws located in the patients l5 vertebrae. The supplied images indicated both screws fractured approximately mid-way of the threaded shaft. (B)(6) 2011 - revision surgery was performed in which both devices were successfully extracted. The patient did not retain a foreign body. The polyaxial screws were originally implanted on (B)(6), 2011 during a plif surgical procedure from the l3 to l5 vertebrae's.

Manufacturer narrative:
An engineering evaluation concluded no product problem exists. Both devices appear to have been exposed to fatigue stresses beyond those for which it was designed or intended. Unknown clinical factors/circumstances related to either the patient or the procedure caused the screws to fail. The zodiac polyaxial spinal fixation system facilitates the surgical correction of spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. The implants are manufactured from (B)(4). Implant rods are also available in (B)(4). All hooks are intended for fixation/attachment to the posterior thoracic and lumbar spine only. It is intended that the implants be removed after successful fusion.

Manufacturer narrative:
Both suspect devices were returned by the international customer on (B)(6) 2011. An evaluation is currently being conducted by engineering. Once the investigation is complete an updated report will be submitted. (B)(4). Ti standard polyaxial screw assy, 6.5mm x 40mm (lot numbers 634474 & 633626).